Event description:
The customer had been receiving questionable ion selective electrode (ise) sodium results intermittently. Prior to the event the customer replaced the ise electrodes. The customer provided data for three patients, of which one had discrepant results reported outside the laboratory. The ise electrodes were replaced again on (B)(6) 2012, and there have been no further incidents. All testing was done on the same analyzer. The patient's initial sodium result was 139 mmol/l. The repeat result was 133 mmol/l. The customer considered the repeat result to be correct, but had not issued a corrected report. The customer confirmed there was no harm to the patient and no mistreatment caused by the erroneous result. The sodium electrode lot number and expiration date were not provided. The field service representative could not find a cause for the event. He performed the scheduled preventative maintenance. He replaced the ise pinch valve tubing, sipper nozzle, and sipper tubing. He ran an ise check without error. He ran a 20 cup precision test on the ises. The customer ran quality control which passed to the customer's specifications.